Manufacturer narrative:
The t:slim pump user guide indicates that the cartridge is contraindicated for use with products other than humalog and novolog. The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer received multiple, intermittent occlusion alarms. Reportedly, when the customer initially started on the pump, apidra was being used in the cartridge; however, 2 weeks after, the customer switched to using novolog in the cartridge. During the time of the alarm, the contact usually changes the supplies on the pump. As the occlusions had occurred in the past, tandem technical support was unable to troubleshoot to determine a possible cause of the occlusions. There was no impact to the customer's blood glucose level.